Event description:
Customer reported pins beginning with the 3rd from the left on accu-chek inform meter are blackish-blue. No adverse event reported. Accu-chek customer care service center sent new meter to the customer and return requested for evaluation.